Manufacturer narrative:
The reported product's were returned. Upon visual inspection, the returned test strips showed visible signs of being used. Retained test strips were used for testing. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. Similar readings were found in the meter's memory. In addition, retained test strip samples from the same lot reported by the customer (1704610) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 58 mg/dl, 298 mg/dl and 265 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 58 mg/dl, 298 mg/dl and 265 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.